Manufacturer narrative:
It was reported that the circuit was discovered to be disconnected from the mask and that neither display of an alarm on the screen nor an alarm sounded at the time. The "patient disconnect" alarm was then confirmed in the event log frequently. A field service engineer (fse) went onsite to investigate the issue. The fse confirmed that the "patient disconnect" alarm sounded and automatically reset immediately after. The fse confirmed that the device reset successfully almost immediately after the alarm sounded. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the circuit was disconnected from the mask. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that the circuit was discovered to be disconnected from the mask and that neither display of an alarm on the screen nor an alarm sounded at the time. The "patient disconnect" alarm was then confirmed in the event log frequently. The investigation is still ongoing.